Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (75% stenosis degree) in a lower extremity artery. After pre-dilatation and before stent placement, a metallic object was observed moving within the vessel. After successful deployment of the stent, the delivery system was withdrawn. It was then discovered that the tip of the delivery system was missing. Multiple retrieval attempts were made to recover the detached tip, but these were unsuccessful. The tip migrated distally within the leg vessel. Due to the patient's unstable condition, surgical removal via vessel incision was considered but ultimately not performed. The procedure was halted to avoid further risk to the patient.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (75% stenosis degree) in a lower extremity artery. After pre-dilatation and before stent placement, a metallic object was observed moving within the vessel. After successful deployment of the stent, the delivery system was withdrawn. It was then discovered that the tip of the delivery system was missing. Multiple retrieval attempts were made to recover the detached tip, but these were unsuccessful. The tip migrated distally within the leg vessel. Due to the patient's unstable condition, surgical removal via vessel incision was considered but ultimately not performed. The procedure was halted to avoid further risk to the patient.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the video and the still image from the angiogram provided were reviewed. The video and the still image of the angiogram show clearly the separated tip in the lower limb of the patient. However, the fracture of the affected device during the procedure is not shown. The affected device was returned for investigation. The outer shaft has been completely retracted and the stent was fully released as reported. The device inner shaft has fractured directly proximal to the tip. The fracture surface is orthogonal to the shaft axis. The surface of the fracture site is widely damaged by secondary mechanical deformation, which makes it impossible to determine more information about the possible root cause for the complaint event. The dimensions of the shaft components comply with the specification. The handle is undamaged and shows no irregularities. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.